Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was returned. The reported failure to deploy the needles could not be confirmed as the sutures and needles were not returned. Based on analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A conclusive cause for the reported failure to deploy the needles could not be determined. The treatment appears to be related to procedural circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other two prostar xl suture-mediated closure devices referenced are being filed under separate medwatch MFR numbers.

Event description:
It was reported that prior to an abdominal aortic aneurysm (aaa) repair procedure, suture placement was attempted with a prostar xl device in the right common femoral artery using the preclose technique. The arteriotomy was 8f. Reportedly, when the prostar xl needles were deployed, one needle came through the skin. The needle was pulled through and the device was removed. The same occurred with two additional prostar xl devices. The aaa procedure was completed and a cut-down procedure was performed. Hemostasis was achieved with surgical stitching of the artery. There were no reported adverse patient sequelae and no reported clinically significant delay in the procedure. The physician is reported to be trained in the use of the prostar xl device and is established in the preclose technique. No additional information was provided.